Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Ten used samples were received at the manufacturing site for evaluation. Samples were evaluated and one sample has a cut in the bag causing leaking. No formal investigation action is being taken since the failure mode is not a trend. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there were 7 defective pump sets that leaked out from the bottom where the tube is attached to the bag.